Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no notifications on the g5 mobile app occurred. Data was returned and evaluated. The reported event of no notifications on the g5 mobile app was not confirmed via data. A probable cause could not be determined.